Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 140 mg/dl. The customer stated that he could not get insulin into the infusion set from the reservoir. Customer stated that he did manual plunger push so no pump alarms involved. Customer stated that he does not have any sets to send back. Customer was advised that we would replace 4 sets and reservoirs.